Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2025 the AED attempted to alert the user by flashing its red asi and chirping based on the results of an self test. The AED continued to flash and chirp until on (B)(6) 2026 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until on (B)(6) 2026 when a replacement battery pack was inserted into the AED.

Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". The customer did not report this occurring during patient use.